Event description:
It was reported that the needle shield was difficult to remove with a bd cathena¿ 20gx1.25in winged bc. The following information was provided by the initial reporter, translated from french to english: the hepato-gastro department had a defective catheter, when securing the needle, the spring inside the base came with the needle. They do not have a photo, nor did they keep the catheter.

Manufacturer narrative:
H.6. Investigation summary: no samples and photo were returned for investigation. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. The investigation was not able to confirm the what customer had experienced as no samples and no photos were received for evaluation. Hence, root cause is unable to be determined.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle shield was difficult to remove with a bd cathena¿ 20gx1.25in winged bc. The following information was provided by the initial reporter, translated from (B)(6) to english: the hepato-gastro department had a defective catheter, when securing the needle, the spring inside the base came with the needle. They do not have a photo, nor did they keep the catheter.